Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 19-apr-2016, fse arrived at the site to install the ordered part. Inspection of the device revealed that the front of the pump assembly was missing one screw and was hanging loose. Fse corrected the pump assembly, and replaced the tube for the line filter. Pump pressure was rechecked with no further issues. No further action was required by field service. The most probable cause of the reported event was due to mechanical failure of the pump.

Event description:
On (B)(6) 2016, the customer reported that the tip of the line tubing came off causing low or no pressure with their g8 analyzer. The customer attempted to reconnect the tubing without the tip. They stated that the pressure was very low and fluid was seen. Technical support (ts) ordered replacement tubing for the line filter. On (B)(4) 2016, field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.